Event description:
It was reported that the device needed maintenance. During the device evaluation, ventec observed that it alarmed for "system fault 13" while testing both internal and external oxygen. This is indicative of a potential device issue where the device may deliver more or less oxygen than set. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of system fault 13 (while in use with o2) was confirmed. Ventec replaced the metering valve to resolve the reported issue. Proper device operation was confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the metering valve.